Event description:
Insulin-dependent diabetic pt with only one leg (left leg was amputated) was undergoing an x-ray intravenous pyelogrom for s/s of microhematuria. During the procedures, the radiology technician noted that smoke was coming from the x-ray table. The pt was safely removed from the table, no harm to pt. The fire/smoke emergency system was activated and the power supply shut down. The biomed dept replaced the electronic magnet that had shorted and also rebuilt the power supply that had caught fire.